Event description:
A (B)(6) female pt called zoll customer support to report a service code 102 (charge profile fault). Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.